Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unexpected restart. The customer¿s blood glucose level was 135 mg/dl. The customer was assisted with troubleshooting. The customer was reported that the alarm was recurring during normal pump use. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump. The device will not be returned for analysis.